Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) was implanted today and reported they are feeling a "fluttery" feeling of stimulation in leg/thigh. Pt stated due to this they want to decrease stimulation. Pt stated initially on call that they were unable to open my therapy application. But  confirmed on call successfully opened my therapy application and communicated with ins following positioning communicator correctly on ins. Pt stated stimulation was at 1.1. Pt decreased stimulation to 1.0 and stated they stopped feeling stimulation in leg/thigh. Pt stated they were no longer feeling stimulation at all (stated not feeling stim in bike seat area). Pt was still in hospital following implant today so agent redirected pt to health care provider( hcp) to discuss therapy.  No further complications were reported/anticipated at this time.